Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was alleged that the infusion device was delivering an inaccurate amount of insulin. The patient received a blood glucose result of hi mmol/l (which on the system indicates a result in excess of 33.3 mmol/l) on his performa combo system. The patient experienced elevated blood glucose symptoms and was unwell. Due to his symptoms the patient was unable to self treat and was unable to program a bolus. The patient's wife treated the patient by delivering a bolus via the infusion device. The patient was not hospitalized. The infusion device was requested to be returned for product evaluation.